Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025 the patient called inogen, to report that her concentrator g3hf, was not keeping her levels up. Patient stated both her poc and 5ltr drive were not working and due to that she had to be hospitalized. Patient was back home stated she was feeling weak and was not able to give much event details.